Event description:
The rptr indicated that two issues were observed during implant: 1) during the display of stored intraelectrocardiograms (iegms), no return field was displayed on the screen and the programmer had to be power cylced to reset. Other fields on the screen were responsive, however, the print screen did not respond. 2) during the inquire, telemetry, & print (itp) function, measured telemetry displayed erroneous data. Nominal telemetry was obtained during a separate operation.

Manufacturer narrative:
The device operates per the specification. Behavior is not undesirable. An enhancement request has been prepared.